Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during fill two of three. The home patient (hp) stated that they got disconnected from the device and then they reconnected. The troubleshooting revealed that the hp had disconnected without following proper disconnect procedures. The technical service representative (tsr) explained the alarm and advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.